Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: during investigation, the black box showed evidence of power events due to low battery power. The patient was not inserting fully charged replacement batteries. The pump was exercised for 24 hours without power loss.

Manufacturer narrative:
(B)(6). The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
A family member reported that on (B)(6) 2011 the pump was powering off without user intervention. She stated that the pump kept powering down after she confirmed the verify screen. She stated that she tried three different batteries with the same result. The family member confirmed that the battery cap tightened to resistance, there was no damage to the battery cap and compartment, and there was no corrosion noted in the battery compartment. She stated that the battery cap was last changed within the past three months.